Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not advance properly. The surgeon used another instrument to complete the procedure. No pt injury reported.